Manufacturer narrative:
Evaluation is in progress, but not yet concluded per the subsidiary manufacturing engineering center (mec), this issue could be duplicated. "Paused (cannot fix) ..." Error message was displayed on ccm.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) did not power on and a "system computer needs service" error message was displayed on ccm. The device was not changed out, the user continued to use roller pump local controls and as a sucker pump. They used an alternate manufacturer's pump as main pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.